Event description:
While setting up the room for CT, tech noted the CT contrast did not go into the syringe. A defect was noted at the tip by staff. New equipment obtained. Item retrieved by manufacturer and summary of their response added to this document.

Event description:
While setting up the room for CT, tech noted the CT contrast did not go into the syringe. A defect was noted at the tip by staff. New equipment obtained. Item retrieved by manufacturer and summary of their response added to this document.